Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), genital haemorrhage ("excessive bleeding") and nephrolithiasis ("several kidney stones") in a 39-year-old female patient who had essure (batch no. 952113, 58565(invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included acne, fatigue, weight gain, foot injury, hot flashes, skin lesion, skin mass, herpes simplex, wisdom teeth removal and umbilical hernia repair. Previously administered products included for an unreported indication: tylenol and mirena. Concurrent conditions included iron deficiency, depressed mood, hair loss, shortness of breath, malaise, fatigue, vitamin b12 deficiency and asthma. Concomitant products included ketorolac and lidocaine for premedication as well as fluticasone propionate;salmeterol xinafoate (advair), ipratropium bromide;salbutamol sulfate (duoneb) and zafirlukast. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain/dysmenorrhea(cramping)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurred vision"), cystitis ("infection(bladder/urinary tract/vaginal)- type"), urinary tract infection ("infection(bladder/urinary tract/vaginal)- urinary tract infection") and vaginal infection ("infection(bladder/urinary tract/vaginal)- vaginal infection"). In (B)(6) 2013, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)") and alopecia ("hair loss"), 1 year 4 months after insertion of essure. In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy") with rash. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), myalgia ("fairly constant muscle pain") and arthralgia ("fairly constant joint pain"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, nephrolithiasis, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, fatigue, depression, anxiety, migraine, tooth disorder, vaginal discharge, vision blurred, myalgia, arthralgia, alopecia, cystitis, urinary tract infection and vaginal infection outcome was unknown and the allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menstrual disorder, migraine, myalgia, nephrolithiasis, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection and vision blurred to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Lot number: 58565 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs received. Events added: infection(bladder/urinary tract/vaginal)- type, urinary tract infection and vaginal infection. Previously reported event: vision/eye problems-type pt was updated to vision blurred. Event clubbed: severe abnormal menstrual pain/dysmenorrhea(cramping). Event onset date were added. Historical drug and medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), genital haemorrhage ("excessive bleeding") and nephrolithiasis ("several kidney stones") in a 39-year-old female patient who had essure (batch no. 58565, 952113) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included iron deficiency. Concomitant products included ketorolac and lidocaine for premedication. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 year 4 months after insertion of essure, the patient experienced dyspareunia ("dyspareunia") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy") with rash. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), headache ("headaches"), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problem"), eye disorder ("eye problems"), myalgia ("fairly constant muscle pain") and arthralgia ("fairly constant joint pain"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, nephrolithiasis, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, fatigue, depression, anxiety, migraine, tooth disorder, vaginal discharge, visual impairment, eye disorder, myalgia, arthralgia and alopecia outcome was unknown and the allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, menstrual disorder, migraine, myalgia, nephrolithiasis, pelvic pain, tooth disorder, vaginal discharge and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events several kidney stones, depression, anxiety, migraines, dental problems, nickel allergy, vaginal discharge, vision problem, fairly constant muscle pain, fairly constant joint pain, rashes, hair loss are added. Onset date of the events dyspareunia, nickel allergy and hair loss are added. Product lot number and reporter information was updated on (B)(6) 2018: medical records received : reporter and product information (lot number) information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), genital haemorrhage ("excessive bleeding") and nephrolithiasis ("several kidney stones") in a 39-year-old female patient who had essure (batch no. 952113) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included acne, fatigue, weight gain, foot injury, hot flashes, skin lesion, skin mass, herpes simplex, wisdom teeth removal and umbilical hernia repair. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included iron deficiency, depressed mood, hair loss, shortness of breath, malaise, fatigue and vitamin b12 deficiency. Concomitant products included ketorolac and lidocaine for premedication as well as combivent (duoneb), seretide (advair) and zafirlukast. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 year 4 months after insertion of essure, the patient experienced dyspareunia ("dyspareunia") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy") with rash. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), headache ("headaches"), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problem"), eye disorder ("eye problems"), myalgia ("fairly constant muscle pain") and arthralgia ("fairly constant joint pain"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, nephrolithiasis, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, fatigue, depression, anxiety, migraine, tooth disorder, vaginal discharge, visual impairment, eye disorder, myalgia, arthralgia and alopecia outcome was unknown and the allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, menstrual disorder, migraine, myalgia, nephrolithiasis, pelvic pain, tooth disorder, vaginal discharge and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), genital haemorrhage ("excessive bleeding") and nephrolithiasis ("several kidney stones") in a 39-year-old female patient who had essure (batch no. 952113) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included acne, fatigue, weight gain, foot injury, hot flashes, skin lesion, skin mass, herpes simplex, wisdom teeth removal and umbilical hernia repair. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included iron deficiency, depressed mood, hair loss, shortness of breath, malaise, fatigue and vitamin b12 deficiency. Concomitant products included ketorolac and lidocaine for premedication as well as combivent (duoneb), seretide (advair) and zafirlukast. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 year 4 months after insertion of essure, the patient experienced dyspareunia ("dyspareunia") and alopecia ("hair loss"). On (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy") with rash. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), headache ("headaches"), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problem"), eye disorder ("eye problems"), myalgia ("fairly constant muscle pain") and arthralgia ("fairly constant joint pain"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, nephrolithiasis, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache, fatigue, depression, anxiety, migraine, tooth disorder, vaginal discharge, visual impairment, eye disorder, myalgia, arthralgia and alopecia outcome was unknown and the allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, menstrual disorder, migraine, myalgia, nephrolithiasis, pelvic pain, tooth disorder, vaginal discharge and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Lot number: 58565 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy and removal of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: placement of coils, full occlusion of both tubes. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.